Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the tip of the delivery system detached and remained in the blood vessel, resulting in thrombosis. A 6mm x 80mm x 130cm and a 6mm x 40mm x 130cm eluvia drug-eluting vascular stent system were selected for use in a stenting procedure within the right superficial femoral artery to treat peripheral artery disease. A 0.035 inch non-boston scientific guidewire was used in this procedure. During the procedure, the tip of the distally implanted eluvia delivery system separated. The stents overlapped and were placed without issue. Post-dilation was performed three times by balloon. At that time, there was a black shadow in the blood vessel, which seemed to be thrombus. When checking the tip of the delivery system for the eluvia placed distally, the tip was found to be separated. The tip likely remained in the blood vessel. The day after the procedure, thrombosis was confirmed in both eluvia stents and treated that same day.